Event description:
A talent stent graft system was implanted for the endovascular treatment of a 8.7 cm diameter abdominal aortic aneurysm. It was reported a follow up CT scan done showed a distal type I endoleak but patient was discharged for routine follow up. Later, the patient presented to the emergency room with pain. Another CT scan was done and it showed aneurysm rupture due to the distal type I endoleak resulted from stent graft migration. An endurant cuff extension was implanted and event was resolved. Per the physician, the cause of stent graft migration leading to distal type I endoleak resulted in aneurysm rupture was due to disease progression, sac realignment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).